Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the onsite in-service performed by an olympus endoscopy support specialist (ess). The ess was dispatched to the user facility for a pre-cleaning, leak testing, and manual cleaning in-service. Pre-cleaning, leak testing using the mu-1 and mb-155, and manual cleaning up to suctioning, due to the facility having an oer-pro, were thoroughly explained and observed according to the instructions for use for the applicable scopes. The customer does not need to manually flush the scopes because they have an oer-pro that performs that function for them. The user facility was found to be following the modified cleaning steps. According to the ess, there were no deviations found during the in-service that was performed. Based on the results of the legal manufacturer's investigation, there were no issues identified with the device or the device's labeling. H3 other text : device not returned.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of investigation, the technical assistance center (tac) went through the reprocessing manual and also the letter about connecting the maj-855 to the oer-pro for reprocessing. In addition, tac provided the customer with the contact information for the local ess to get clarification on all reprocessing steps. The customer was also provided assistance with ordering the proper equipment. In addition, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the user facility was improperly reprocessing the scope. The facility¿s staff failed to flush the auxiliary water channel of the scope during manual cleaning. Instead the staff reported that scope¿s auxiliary channel was flushed at the bedside using a non-olympus product. The staff was unable to locate the connecting tubes for any of the scopes. There were no positive device cultures or patient involvement reported.